Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when subsequent information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a low vacuum alarm. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a low vacuum alarm. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. The fse replaced the drive manifold, but the vacuum still low. The fse then replaced the fill manifold and the issue was resolved. The iabp unit passed all calibration, functional, and safety tests per factory specifications and was returned to the customer and cleared for clinical use.